Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Additional devices: (B)(4) - battery / catalog number 1650de / expiration date: 09/30/2015. (B(4). (B)(4) - battery / catalog number 1650de / expiration date: 05/31/2017. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 09/30/2016. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 02/28/2017. (B)(4).

Event description:
It was reported by the patient that the controller changes from one power port to the other one before the batteries are down to 25 percent. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ((B)(4)) and four (4) batteries ((B)(4)) were returned for evaluation. One battery ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing records confirmed that (B)(4) met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual examination of the controller revealed contamination on its power port connectors. This is an additional observation not related to the reported event and likely due to the handling of the controller. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving the batteries (B)(4). The reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. Internal investigation is been opened to evaluate the momentary disconnections between the controller and batteries. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported by the patient that the controller changes from one power port to the other one before the batteries are down to 25 percent. The controller (B)(4) and four (4) batteries (bat200596, bat208695, bat215226 and bat218378) were returned for evaluation. One battery (bat211753) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing records confirmed that bat211753 met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual examination of the controller revealed contamination on its power port connectors. This is an additional observation not related to the reported event and likely due to the handling of the controller. In addition, visual inspection of controller under 10x magnification revealed hairline cracks around power port 1 and power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on the investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving the batteries bat200596, bat208695, bat211753, bat215226 and bat218378. The reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. Manufacturer investigated momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note: additional battery (B)(4) was added to the event because it was identified to be involved in power switching. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.